Event description:
It was reported that during a lower anterior resection, the stapler was lodge in the rectum due to the washer coming out of the device and damaged tissue caused by malformed staples. They had to take down the anastomosis and the patient required a temporary colostomy. Patient is in stable condition.

Manufacturer narrative:
Date sent: 3/11/2008. Information not available, device not returned for analysis.